Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock was obtained intermittently. The intermittent lock prevented some of the electrical tests from being performed. The device passed some of the electrical test performed. The device failed the residual gas analysis test. The internal visual inspection revealed silver migration between and across some of the electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action has been implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.

Manufacturer narrative:
The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device. The patient is reportedly doing well with the new device.

Event description:
The pt is reportedly experiencing intermittent sound quality issues. External equipment was exchanged, however, the issue was not resolved. Revision surgery will be scheduled.